Manufacturer narrative:
The disposable handpiece used in this case was not returned. A device history review could not be conducted for the handpiece because the lot number was unknown. All handpieces must meet all qa specifications when released, including adequate sterilization. The disposable handpiece is provided sterile and was unlikely to have been the source of the infection in this case. The minerva surgical endometrial ablation system operator's manual lists infection as a possible adverse event after endometrial ablation under other adverse events. Device was not returned.

Event description:
It was reported that a patient developed endometritis shortly after minerva endometrial ablation procedure, exact timeline unknown. All attempts to collect additional information regarding this case were unsuccessful, as provider cited hipaa (health insurance portability and accountability act of 1996) in his unwillingness to discuss this case. If more information becomes available, it will be submitted in a supplemental report.